Manufacturer narrative:
Medical records were received and reviewed. On 2015, the patient was admitted to the hospital with abdominal pain for the past four days, cloudy effluent and was diagnosed with peritonitis. On (B)(6) 2015, pd fluid was collected, cultured, and pseudomonas luteola was isolated. The patient¿s pd nurse stated the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. On (B)(6) 2015, the patient was discharged from the hospital against medical advice, and the patient was prescribed levaquin (levofloxacin) 500mg oral route every 48 hours for 21 days. As of (B)(6) 2016, it is unknown if the event of peritonitis has resolved, it is unknown if the patient completed the prescribed course of levaquin, and it is unknown if the patient continues ccpd therapy. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. Medical records did not contain dialysis treatment records, progress notes, medication records or additional laboratory results for review.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain, cloudy effluent, was diagnosed with touch contamination pseudomonas luteola peritonitis, and was admitted to a hospital.

Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation. This is one of two complaints concerning the same patient with different adverse events.

Event description:
Patent medical records were received indicating that the patient was hospitalized in (B)(6) 2015 for peritonitis. Follow up with the patient's clinic indicated that the peritonitis was due to touch contamination. The patient was treated with 750mg of levaquin for 21 days.

Manufacturer narrative:
(B)(4). Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification